Event description:
Anesthesiologist was using a sterile laryngotracheal cannula with integral vial injector for laryngotracheal anesthesia when the tip of the cannula broke off in the patient. Surgery was prolonged due to the difficult job of finding and extracting the broken tip.